Event description:
The customer called and reported she was hospitalized with high blood glucose of 652 mg/dl. It was stated she was monitored but they did not give her insulin and released her. Customer also had edema and both legs were swollen. At the time of this report, customer's blood glucose was 299 mg/dl. Customer received a calibration error on the sensor. It was found she had calibrated at a time when blood glucose was potentially rising from eating food. Customer was advised against recalibrating until blood glucose has stabilized. The customer will not be returning the sensor for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch # 3004209178-2015-70235 regarding this event.